Event description:
Same case as MFR report #: 2134265-2009-3, -02216. Clinical trial. It was reported that 814 days following a coronary artery drug eluting stenting procedure, the pt experienced unstable angina. The pt presented at the time of the index procedure with an acute myocardial infarction. Three taxus express2 study stents (3.0x28mm, 3.0x16mm, and 2.25x24mm) were implanted in the mid lad (left anterior descending). The pt experienced unstable angina 814 days post procedure. EKG showed "few changes". The severe, proximal lad lesion at the proximal edge of the first stent was treated with placement of another MFR's bare metal stent. The pt had a good outcome and was discharged home two days post procedure.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review of the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.